Manufacturer narrative:
The pth reagent lot number was 706358. The expiration date was not provided. The customer mentioned that they were getting sample liquid level detection (lld) alarm (noise after aspiration) and sample lld malfunction alarm (during movement). The calibration was last performed on 11-mar-2024 and was acceptable. The customer stated that qc was within the range prior to the event. The alarm trace did not show any abnormality. The field service engineer (fse) found that a thread was clogging the sample pippetter. He cleaned the sample probe and its seal. Precision studies were performed and they were within specifications. Qc was also performed and it was acceptable. The fse ran checks and verified that the instrument was performing within specifications. The root cause was due to a thread clogging the sample pippetter. The service actions (cleaning the sample probe and its seal) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys parathyroid hormone (pth) stat assay on a cobas e411 immunoassay analyzer. Initial result: 11.24 pg/ml (accompanied by a data flag). The physician questioned the initial result. The sample was then repeated. Repeat result: 118.1 pg/ml. The repeat result was deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The field service engineer also found that the sipper nozzle was worn. He replaced the sipper nozzle and the sample/reagent probe. The customer performed calibration and qc and they were acceptable. The instrument was verified and running back in operation. The root cause was a worn sipper nozzle. The service actions (replacing the sipper nozzle and the sample/reagent probe) resolved the issue. No further issues were reported afterward.